Manufacturer narrative:
Continuation of d10: product ID: evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0012426261); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-29 valve, a pre-implant balloon valvuloplasty was performed due to calcification. During the deployment attempt, the valve would not stay in place despite being 13% oversized. The issue was resolved by using a larger 34 mm valve. No patient complications have been reported as a result of this event.